Event description:
It was reported that during a hemorrhoidectomy, error 5 occurred. No patient consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.